Event description:
Reportedly the pt underwent a sub total gastrectomy. Two days after the surgery, the pt felt acute pain in the abdomen. Re-operatin occurred and the pt was opened. The anastamosis ring came off and was caught at the end of the intestine. The suture area was also broken. Manually sutured without complication.